Event description:
It was reported that the patient underwent a surgical procedure to revise this ambicor penile prosthesis (app) due to the prosthesis not working. The app was explanted and replaced with a new spectra penile prosthesis. The procedure was perfect with no patient consequences.